Manufacturer narrative:
(B)(4). Batch n92m9m. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an alert screen. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Contact with metal was observed on the blade surface. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the operating room nurse described that when working on the uterus, the gen11 gave an error message. Afterwards the shears needed to be "tested" again but without success. The error message came again. Another like device was used to complete the procedure. It is unknown if there was any adverse consequences for the patient.